Event description:
I rec'd these devices from 2 funeral homes in pa (#1&2, #3) on 04/13-28/06. They are destined for poor pts in vietnam. After disinfecting them, I tried to reprogram them to a standard mode on may 3. This is when I found that all three devices were in backup-vvi mode and the programmer could not reset them under normal operation. I reinterrogated them on may 11, and retrieved the memory images of the 3 devices. These memory files are available. The fact that I found 3 devices in the same mode was a red flag. Since 2002, I have rec'd 80 devices from the affinity, identity, integrity, entity families and this is the first time I found 3 devices in this mode and at the same time! So, I went to the maude database and found there were 180+ similar devices reported in the 4 families mentioned from 2000 to 2006, in spite of the fact that the 2004-2006 databases are incomplete. I also noted that in 2006, with just 1 month of reporting, there were 21 devices so, I am concerned that there is a huge problem that is about to surface in 2006. I am also concerned that 27/184 devices were reported not to have any output, in 4 cases (MDR 381669, 414311, 5029828, 688514) the device was found originally without output, but interrogation by a programmer or application of a magnet can restart pacing. Since I was not aware of this problem prior to interrogating the devices with a programmer, it is not possible for me to report whether the devices were pacing or not when I rec'd them. They were pacing after the initial interrogation on may 3. As I researched the problem further, I found that in one case (MDR 368972) the pt was in distress due to the vv-backup pulse width not being sufficient. Thus vvi-backup should be a safety concern. The reports in the maude database only dealt with subjects who did not suffer any permanent harm. The 3 devices listed above come from deceased people. Whether they died naturally or as a result of malfunction of their pacemakers can only be determined from a discussion with their cardiologists with regard to their dependence on their pacemakers. Given the fact mentioned above about a programmer or magnet restarting pacing, in the case of a pacemaker dependent person, even though the device is currently pacing, it is possible that it may not have been pacing at the time of death. Having worked on the development of pacemakers and defibrillators in the past, from the above research of the maude database, I am concerned that there may be an impending safety problem with the 4 families of stjude pacemakers (affinity, identity, integrity, entity) and would like to call your attention to this problem of backup- vvi. I am concerned that there has been no notice on the st jude website nor in the FDA database of the possible harm such a malfunction can lead to. Maybe the lack of permanent harm justified this inaction. But now we have 3 suspicious deaths. I am available for discussion. The 3 devices listed above have been set aside and their image files are available upon request.